Manufacturer narrative:
(B)(4). The event is currently under investigation. A follow-up report will be submitted upon receipt of additional information or completion of the investigation.

Event description:
The international customer reported that the cuff length of the cook-swartz doppler long cuff probe was not appropriate for use in the patient's head and neck. Additionally, the probe reportedly detached too early post implantation; it detached approximately 2 hours post implantation. The patient had to return to the operating room for a probe replacement, and the customer was concerned regarding potential added risk to which the patient would be exposed as a result. Additional information has been requested from the customer, but none is yet available. The device is reportedly unavailable for return and evaluation.

Manufacturer narrative:
Investigation of summary: the device was not returned for investigation, nor were any pictures provided; therefore, no physical investigation could be conducted. The device history record (DHR) could not be reviewed as the lot number is unknown. The complaint was confirmed via customer testimony only as this is a known failure mode of the device and will continue to be monitored per the manufacturer's post-market surveillance process.